Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-1923ds disposable kit contained an incorrect component. No additional information was provided. Additional information is requested. Additional information provided by the sales representative: the device was used during a shoulder labral repair. The case was completed by using a conmed anchor drill with no patient harm. Device will be returned.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture which displays a device not listed in the bom of the ar-1923ds disposable kit for 2.9 mm pushlock. This is an internal manufacturing process issue addressed in (B)(4). Refer to record cross reference.